Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's therapy was turning off by itself. They were recently in the hospital and her ins was off for about a month without knowing. The caller stated the patient was almost completely immobile to walk and that she was not able to move her legs and it "almost wiped her out". Caller also stated that the patient's tremor had moved to a different part of the patient's body and her toes were curling. Patient had went to the emergency room on friday for her symptoms. The doctor was able to turn the patient's device back on 3 days ago on monday and since then the patient's shaking has stopped and the patient is able to move legs. Caller was considered why the ins turned what she do to make sure that never happens again. They stated the patient fell about 2 weeks ago. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 6 months earlier the patient had difficulty charging their ins and the ins ¿slowly ran out of juice.¿ the caller stated there was no immediate return of symptoms, but the patient then started having terrible tremors and they went to the ER over the weekend. The caller stated the patient saw their neurologist on the monday morning who go things working and things seemed fine.